Manufacturer narrative:
The technician replaced the broken brake casters to repair the bed.

Event description:
Information received indicates, the left foot and right head brake casters are not holding when in brake.